Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, patient requested assistance changing the insulin cartridge. Advised how to run "change the cartridge" function. Advised to replace the insulin cartridge. Advised she cannot transfer the insulin from insulin cartridge to insulin cartridge. Advised to fill a new cartridge with insulin. Patient stated she removed the insulin cartridge and states there appeared to be a tiny amount of insulin in the cartridge compartment. She stated she did not have a filled insulin cartridge and advised she would need to fill one and leave it out from the refrigerator so it's not cold. On follow up call on (B)(6) 2009, reviewed proper cartridge removal and reiterated proper assembly technique of the insulin cartridge, infusion adapter and infusion tubing prior to inserting the insulin cartridge. Advised to make sure the cartridge compartment was dry of insulin and she stated it was. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.